Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR and complaint history could not be reviewed due to the lack of information received. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). It is unknown if the device will be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Concomitant products - 00620206220 shell porous with multi holes 62 mm 63034977; 00630506236 liner standard 3.5 mm offset 36 mm 63050628. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-04527, 0001822565-2017-04528 & 0001822565-2017-04530.

Event description:
It was reported that the patient's right hip was revised due to reaction, osteolysis, loosening and wear post implantation. Surgeon noted adverse tissue reaction around the hip joint and corrosive residue between the taper and trunnion of the femoral stem.